Manufacturer narrative:
The pump passed the displacement test. The pump gave a motor error alarm during the basic occlusion test, and another alarm during the prime test due to moisture damage on the force sensor. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump. The customer's blood glucose was 19 mmol/l. The customer did not recall any significant events leading to the alarm. The customer stated that the drive support cap appeared fine. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.